Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer resolved the issue by changing how she was sitting, and successfully resumed insulin therapy. Customer¿s blood glucose level was 518 mg/dl. Elevated blood glucose levels were addressed by correction bolus via the pump.